Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device issued alarm 41(low internal flow). The biomed swapped out to a new set of pads, but still getting low flow alert. Per additional information updated from ttm on 16jun2026, the device giving low flow water flow rate (wfr) was 0 l/m. Biomed at bedside and they already swapped out to a new set of pads, but still getting low flow alert. During hypothermia cooling targeted temperature was 33.5c, patient temperature was 32.1c. Walked through stop the therapy and empty pads. The device alerted 07 (empty pads not complete) x 2. Emptied the pads over the trash to prevent water on the floor and reconnected using proper technique. All lines straight with no bends or kinks. Restarted therapy and water flow rate stabilized at 0 l/m with air leak alert. Stopped the therapy and emptied pads. Alerted 07 (empty pads not complete) x 2. Emptied over trash could again. Placed device in manual control at 35c with no pads connected. System diagnostics showed that outlet monitor temperature was 16c, outlet control temperature was 16.1c, inlet temperature was 17.0c, chiller temperature was 7.4c water flow rate 1 l/m, inlet pressure was -6.8psi, circulation pump command 31 percentage, mixing pump command was 0, heater was 91, water reservoir level was 5, system hours were 508.2 and pump hours were 457.6. Reconnected pads while still in manual control. Water reservoir level was 1.1 l/m, inlet pressure -7.2psi, circulation pump command 34 percentage, mixing pump command 0 and heater 100 percentage. Disabled the manual control and restarted therapy. Device alerted low air leak and water flow rate was 0.5 l/m. Biomed stated they have no other devices available. Tried adding original set of pads to the device to increase flow rate until they could get another device, but water flow rate did not increase from 0.5 l/m. Advised them to swap out to another device or alternate method if no other device available. Biomed called regarding pressure transducer issue experienced with device in the nicu.